Event description:
It was reported that the device exhibited a low impedance of 240 ohms. A reading from a previous session was <200 ohms. Egms also showed noise on the atrial channel. The p-wave measurement decreased from 2.2 mv to 0.9 - 1.5 mv.